Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-13472. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Clarification to h11: ¿this report was impacted by emdr scheduled maintenance occurring (B)(6) 2026.¿

Event description:
Patient reported "painful and hardened breast" noted as "contracture", "breastfeeding only on the other breast, because the babies could not attach to the nipple of the affected breast due the contracture" and "mentioned the recall". Later patient reported "has contractures, grade 3 nodules". This record is for the right side. Device remains implanted.